Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/14/2015).the patient¿s meter has been returned on 3/2/2015 and evaluated by lifescan product analysis on 3/4/2015 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ the patient¿s test strips have been returned on 2/16/2015 and evaluated by lifescan product analysis on 4/23/2015 with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. A DHR (device history record) was completed on 04/13/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) canada alleging that her onetouch verio iq meter displayed an unknown error message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred ¿two to three weeks¿ prior to contacting lifescan. The patient detailed that she manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that one week prior to contacting lifescan, after the alleged inaccuracy, she developed symptoms of feeling ¿light headed and clammy¿, however denied receiving any treatment. During troubleshooting the cca noted that the meter issue was not resolved when the patient was walked through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a hypoglycemic event after the alleged meter issue.